Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00310, 2029214-2019-00311. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that an axium framing coil had issues detaching. During the procedure, the coil was delivered through the microcatheter. The could not be spread out well and had issues detaching. The coil was collected. The procedure was continued using new coils. No patient injury was reported as a result of the event. Patient was undergoing embolization treatment of an 10mm long and 3mm wide unruptured aneurysm with neck of 5.5 mm in va-top. The patient¿s vasculature was medium in tortuosity.